Event description:
Facility alleges the lift tipped and the caregivers tried to support it and the patient fell back into the bed and the caregivers allegedly were hurt. Although injury was alleged, no specific injury reported. Injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model rpl600-1, serial number/date code (B)(4) is approximately 1 year 4 months old. The user manual part number 1078987 rev I (jun-06) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a 500 pound female whose age and height are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.